Event description:
In 2005, nellcor puritan bennett received a report where it was claimed that a satin stylet was being used to insert an unspecified model endotracheal tube. The caller reported that the clinician experienced resistance with removing the stylet and the tip broke off and remained in the endotracheal tube. The caller reported that the tube was immediately replaced.